Event description:
When the device was used during a laparoscopic gastric bypass procedure, the staples did not form correctly. Consequently, the case had to be completed using sutures, which extended the or time by an hour and half. There was no other reported patient consequence.